Event description:
Leakage of products.

Manufacturer narrative:
Five samples were received from the lot 0289306 by our quality team for evaluation. Two out of the five samples showed signs of pre-activation with the lidding, foam tip, and swabs tinted orange; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the lot number from the received sample was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the most probable root cause can be attributed to post manufacturing handling, which can provide enough force/impact to activate and break the glass ampoule. Due to the nature of glass it is possible to have an activated applicator and/or broken ampoule if the applicator undergoes excessive handing. Ampoules are made from onion tubing skin borosilicate type I glass, which are design to break when pressure is applied to activate applicator at a relatively low break force. When pressure is applied to the wings by a pinching force with the fingers, this activates the applicator, breaking the glass ampoule and releasing the chloraprep solution onto the foam tip. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Manufacturer narrative:
(B)(4) initial MDR. A follow up will be submitted if additional information becomes available. (B)(4).

Event description:
Leakage of products.